Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic in backup vvi mode. After a device download, the device resumed normal function. The device remains implanted.

Event description:
New information states that the device was explanted and replaced successfully. No additional information was received.

Manufacturer narrative:
The reported field event of backup mode was confirmed in the laboratory. The device reached end of life level and the backup mode was triggered consistent with normal battery depletion. Based on the device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.